Manufacturer narrative:
Insulin pump received with missing keypad overlay, missing drive support sticker, protruded and loose drive support disk, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a loose keypad and a loose drive support cap. Pump will be returned and replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.